Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was re-implanted with another cochlear device.

Manufacturer narrative:
Correction b3 and d6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The explanted device was reportedly disposed of and will not return to advanced bionics for analysis. A review of the device history record revealed rework. This is not believed to be related to the return reason. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.